Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed an incoming functional test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is currently underway. Upon receipt the monitor reset during the pulse test. A root cause investigation is currently underway in engineering. A supplemental report will be sent upon completion of the root cause investigation no adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.